Event description:
(B)(4).

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 sn: (B)(4). Customer stated that he changed the sensors and the 8100 will not pass the calibration. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to replace the bezel in order for you unit to pass calibration. I also explain to the customer that whenever you have a 8100 that fails the calibration it's usually the bezel needs to be replace. The customer said that he will change the bezel and if he has any more problems that he would call back. I said ok and the call was ended.